Manufacturer narrative:
Citation: yashige et al. Mobile leaflet calcification causing coronary obstruction during transcatheter aortic valve replacement: rethinking risk assessment. Cardiovasc interv ther. 2026 apr;41(2):474-475. Doi: 10.1007/s12928-025-01228-0. Epub 2025 dec 17. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with symptomatic aortic stenosis who underwent transcatheter aortic valve replacement (tavr) with implant of a medtronic 26-mm evolut fx bioprosthetic valve.  Following successful valve deployment, the left main coronary artery (lmca) became occluded.  A hydrophilic guidewire was successfully navigated into the lmca followed by chimney stenting with placement of a non-medtronic drug-eluting stent which restored coronary flow.  Post-procedural computed tomography suggested that calcification dislodged from the native left coronary cusp may have occluded the lmca ostium.  No further information was provided pertaining to medtronic products.